Event description:
On (B)(6) 2011, patient and her nurse reported the patient's infusion device was alarming with an e4 (occlusion) error and her blood glucose readings were elevated. Patient stated she was taken to the hospital earlier this morning due to her meter and the facility's meter reading 'hi'. Patient reported the paramedic's meter also registered 'hi'. Patient stated they took her to the hospital and drew her blood there. Patient reported her blood glucose readings were somewhere in the 400's mg/dl. Patient stated at the hospital, she was given multiple shots of insulin until her readings came down to the 200's mg/dl at which point she was released. Patient's normal blood glucose range is 100-110 mg/dl. Patient reported she was in a "stupor" and unable to treat herself. Patient stated she also could not recall how to use her infusion device. Patient reported her infusion device had been giving repeated e4 (occlusion) errors all day but she couldn't remember the cause of them so she kept confirming the errors. Patient stated she is not sure if she has missed any meal boluses. Had patient place infusion device into run mode; device immediately gave an e4 (occlusion) error. Had patient disconnect the infusion tubing and run a prime; insulin emerged from the tip of the infusion tubing without any errors. Advised patient to change her infusion site. Patient reported the infusion cannula was bent. Patient stated she inserted a new infusion cannula and was able to bolus successfully for her elevated readings. Patient reported she needed to go. On follow up call on (B)(6) 2011, patient reported she is currently off of pump therapy as requested by her physician. Patient stated when her readings improve; they will start her on pump therapy again. Requested return of the alleged infusion set.